Event description:
The customer reported that the system displayed a can bus error message, a software error, and would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cables and connectors were checked and the software was reloaded. An x-ray tube has been ordered. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.